Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument fired but the clip would not stay clipped to the duct. The customer had to use multiple clips in order to finally get a good secure seal around the duct. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the large hem-o-lok clip applier was inspected by the staff in the room as they were placing the clips onto the instrument. There was nothing that stood out to the staff. The surgeon was utilizing the instrument in a cholecystectomy surgical procedure. He could not engage the clips once they were in the patient. The issue was not related to the instrument jaws being static/not moving when the surgeon commanded movement. The issue was also not related to the unexpected motion of the instrument while attempting to clip. The issue was related to unsuccessful clip application; the surgeon could not complete the closure while applying the clip. The issue was not related to clip opening after closure of the clip. The surgeon retrieved the clips by using a laparoscopic grasper. There are no photos and/or videos of this event available for isi review. The customer confirmed the date the instrument was last used.

Manufacturer narrative:
Based on the claim against the large hem-o-lok clip applier by the customer noting a clip application failure, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and the complaint regarding clip application failure was not confirmed by failure analysis. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The large hem-o-lok clip applier instrument passed the recognition and engagement test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. The probable root cause of the alleged issues with large hem-o-lok clip applier cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the instrument found no functional issue since it passed the clip test. The instrument was visually inspected and evaluated for its mechanical and electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported event. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the large hem-o-lok clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.